Event description:
It was reported that the patient experienced a shocking sensation about 1-2 times per day while in the sitting or sleeping position. Her device was set at 0.90 when she experienced the shocking sensations. She turned her stimulation down to 0.60 and was still receiving symptom relief. She was at home. Further information is being requested from the hcp.